Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the keypad was found to be intact; no damage was observed. The up arrow was found to be intermittently unresponsive during testing. The other keypad buttons were responded appropriately. The keypad cover was removed and there was evidence of contamination observed under all of the button contacts. Unrelated to the complaint, investigation revealed a dim, fading, discolored display.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive. There was an allegation of over and under delivery of insulin due to the keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.